Manufacturer narrative:
The insulin pump up arrow button did not respond due to corroded keypad trace. No scrolling number display anomaly noted. The insulin pump had deep scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an up button got stuck during a bolus attempt. The customer's blood glucose was 200 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer stated that the keypad got stuck and kept going up and up. He attempted to press down, but the device continued to scroll up. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.